Event description:
It was reported by a philips fse, that after fco implementation, the device did not function properly. This occurred during servicing and therefore there was no patient involvement.